Manufacturer narrative:
The device was returned in a plastic bag. A visual inspection of the device did not identify any failures or damages. There were black particles inside the barrel. Analysis of the device concluded that black particulates were inside the syringe of the encore device likely originated from flaking on the inner surface of the bourdon tube within the gauge. Based on the information provided and analysis performed, the issue may be attributable to the manufacturing process. This investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that a foreign matter was present in the device. An encore 26 single 0452601 was selected for use. During the procedure, it was noted that the manifold syringe used had a lot of plastic pieces that came out from inside the encore packaging. There was no damage noticed with the device, and the pieces did not appear to come from the device. There were no patient complications.

Event description:
It was reported that a foreign matter was present in the device. An encore 26 single 0452601 was selected for use. During the procedure, it was noted that the manifold syringe used had a lot of plastic pieces that came out from inside the encore packaging. There was no damage noticed with the device, and the pieces did not appear to come from the device. There were no patient complications.